Manufacturer narrative:
Additional information was received on 10/26/2016 that the issue charging the pump had not occurred since (B)(6) 2016. The customer stated they would continue to use the current pump for insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having intermittent charging difficulty. The pump could not be charged normally despite the attempt of multiple wall adapters. Customer reported blood glucose level was in the 100s (mg/dl).